Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Distributor states that the wire fell out of the applicator stick, and was detached prior to insertion. No additional patient or event information is available.